Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was blood leakage inside the holder, leading to a used needle stick injury from one unit. Also, after using another bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the safety shield did not engage properly, leading to a second used needle stick injury from a second unit. No adverse impact was reported regarding the patients or users. Reported verbatim for first reported needle stick: "in one instance, blood began leaking inside the holder and around the vacutainer, creating a mess and ultimately leading to a needlestick injury (for the needle with integrated holder)." Reported verbatim for second reported needle stick: "two separate colleagues, weeks apart, reported that the safety shield didn¿t click into place as expected. As they attempted to dispose of the needle, both suffered needlestick injuries."

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record, and retain samples could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."